Event description:
Reportable based on device analysis completed on (B)(4) 2014. It was reported that crossing difficulties was encountered. Vascular access was obtained via femoral artery. The totally occluded, concentric, 2.25mmx24mm target lesion contained >=90 degree bend and was located in the severely tortuous and severely calcified left anterior descending artery. A 2.25x24mm promus element drug eluting stent was selected for use and advanced but failed to cross the lesion. The procedure was completed with another of the same device. No patient complications were reported and the patient's status was stable. However, device analysis revealed hypotube break.

Manufacturer narrative:
Age at time of event: 18 years or older. Device is a combination product. (B)(4). Device evaluated by MFR.: the device was returned for evaluation. The device was returned in two sections as a result of a hypotube break located 22.8cm from the strain relief. The hypotube was kinked at various locations along the hypotube. No further damage was noted to the catheter. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical/ procedural factors. (B)(4).